Event description:
It was reported tha the patient's symptoms of spasticity were fine until the following day but it worsened furthermore. Despite a dose increase the effects could not be obtained. An occlusion of the catheter was suspected. It was reported that on (B)(6) 2014, there was catheter kinking which had not recovered. This was reported as unrelated to the inv stigational drug and programmer, unknown if related to the pump and procedure, but related to the catheter. The date of outcome was reported as ¿around (B)(6) 2012.¿ on (B)(6) 2014, a catheter contrast study was performed due to worsening of spasms and the drug could not be aspirated via the catheter access port (cap). Because catheter kinking was suspected the replacement of the catheter or catheter connector was scheduled for (B)(6). Further, a re-check with the contrast radiography to the spinal code side connector and the peripheral were performed to confirm where occlusion occurred. The path was seen at the time of the check after the removal of the connector and the anchor. The physician commented that may be an anchoring angle of the ascenda catheter was wrong. Further, the patient was admitted on (B)(6) 2014. On (B)(6) 2014, a catheter problem was detected which required a dose change and the replacement of the anchor connector. The outcome at the time of the report was reported as unknown reason specified as ¿direct replacement.¿ the causality was reported as now unrelated to the programmer but unknown if related to the catheter. The gabalon intrathecal was at a daily dose of 250 micrograms from (B)(6) 2014 until (B)(6) 2014 when it was then changed to 360 micrograms and continuing. A catheter x-ray was performed on (B)(6) 2014 with abnormal findings of ¿no path.¿ the patient also received oral gabalon between (B)(6) 2014. Further, on (B)(6) 2014 ¿the other specify lock-call was good up until the next day, but became defective again.¿ the drug dosage (pump) was adjusted and increased but it was ineffective. On (B)(6) 2014 a catheter ¿?¿ was performed, but there was no path and ¿could not do it due to ¿illegible.¿ on (B)(6) 2014, a re-examination and ¿illegible¿ were performed on the back connector and ¿illegible." During the inspection after removal of the connector anchor, it was confirmed that there was a path during and after onset of the adverse event. The ascender catheter anchoring procedure was strange (angularly). On (B)(6) 2014 checked whether catheter was "over 'illegible' water," but there was no path. Unable to do due to "illegible." "Illegible" of catheter was "illegible." On (B)(6) 2014 double checking of the connector in the back "illegible" and the "illegible"side, and "illegible" were done. A path was there when checked after disconnecting and removing the connector anchor. During and after onset of adverse event manipulation in anchoring, the ascender catheter was not quite right (angle-wise). Information provided that the product was explanted on (B)(6) 2014 and returned. It was further reported that the catheter contrast was not done on (B)(6) due to the drug solution being impossible to suction. A catheter problem was suspected. An incision of the back pocket was made on (B)(6) and when the catheter passage was being checked, possible connector and anchor malfunction was observed. The connector, and anchor were cut and contrast radiography performed. At this point, catheter passage was confirmed, so a connector anchor malfunction was suspected. Spasticity aggravation due to catheter malfunction was observed. On (B)(6) 2014 a catheter kink was not observed when the incision of the back pocket was performed. The accessory kit was used to replace the catheter connector and anchor for the time being and the patient was being followed. Further, on (B)(6) 2014 despite a dose increase to 500 g, no improvement in spasticity was observed so first gabalon intrathecal 0.005% 1ml was to be administered on (B)(6), then a rotor test on (B)(6), and a catheter replacement on (B)(6). Some sort of catheter problem was suspected. (B)(6) 2014- (as reported event description/for/daiichi/hcp/rep): there was no result from the rotor test to confirm an anomaly in the function of the pump. The refill of baclofen was scheduled on (B)(6) 2014 but had been rescheduled to (B)(6) 2014 after the admission of 1ml. The replacement of the catheter will be held on (B)(6) 2014 as scheduled. The physician commented that the possibility of anomaly in the pump had been eliminated and now there was suspected anomaly with the catheter. An operation to replace the proximal side of the catheter was conducted. At the removal of the original catheter, the aspiration using a 26g needle was performed gradually through the lumen of it, which confirmed that there was some cerebrospinal fluid around th2. Aspiration could not be performed at c6 where the tip of the catheter was located. Aspiration was also performed when the new catheter was inserted, using the 26g needle through the lumen of it. However, the aspiration failed at c3 where the tip of the catheter was expected to reach. The tip of the catheter was being pulled down gradually, to the level where the aspiration could eventually performed at around th2 and it was confirmed that there was some cerebrospinal fluid around th2. The tip of the new catheter was placed and left at th4. Per the physician comments that ¿the possibility of the pump anomaly,¿ it was suspected that there was some anomaly in the catheter. It was also suspected that there was adhesive arachnoiditis between the dura and the arachnoid. Although there was a possibility that the catheter slipped into outside the arachnoid, the exact cause was unknown. It was now reported that the catheter was replaced on (B)(6) 2014. Additional information was requested to verify illegible data. A supplemental report will be filed should additional clarification be received.

Event description:
Additional information noted "by adjusting the exudate of the pump, recovery from spasticity was confirmed." It was noted the patient recovered on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, product type: catheter. Product ID: neu_ascenda_cath, product type: catheter. Analysis of the catheter (B)(4) found no significant anomaly. There was dried blood, drug or foreign material occlusion and the catheter was returned in segments. There were indents on the outer polyurethane layer of segment 1 which indicated this portion of the catheter had been cradled in the guide wire. Segment 1 was the most proximal portion of a distal segment of the catheter. There were breaches on the outer layer of segment 2, located in an area .5 to 1cm from the collet. The marks indicated a tool was clamping the catheter in this area. No leaking was seen coming from the indents during pressure testing. Analysis of a catheter (lot no: unknown) showed no significant anomaly. There was dried drug, blood or foreign material occlusion in the body. Analysis of an unknown catheter portion revealed no significant anomaly, and it was returned in segments. (B)(4)

Event description:
Additional information noted that a possible anchor and connector malfunction was observed when the catheter passage was checked. It was noted that spasticity did not improve after replacing the anchor and connector.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. Product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Additional information clarified that recovery from spasticity was confirmed after adjusting the amount of infusion from the pump.

Event description:
Additional information reported the patient was recovering from the catheter problem around (B)(6) 2014. It was reported that spasm recovery was observed after the amount of pump "leachate" was adjusted.

Manufacturer narrative:
.

Event description:
Additional information clarified the possibility of pump trouble had been eliminated, and catheter trouble was suspected.

Event description:
Additional information clarified the date of outcome was (B)(6) 2014.